Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in repair hernia hiatal laparoscopic, the device failed to seal the tissue. Piece of the stitches broken off and were retrieved. They used another product to resolve the issue. It was an out of the box failure. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Device had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.